Event description:
A customer reported issues with diminished battery life. There was no adverse impact to the customer¿s blood glucose level. The patient declined a transfer to customer technical support and no action was taken.